Event description:
The pt reported the tubing disconnected at the luer lock in 2006 whle she was at work. She did not report any physiological issues associated with this event. The pt reported that she has had several instances where the tubing has disconnected at the infusion set luer lock. She reported that on the next day, she awoke during the night feeling nausea, groggy and could not concentrate. She tested her blood glucose and it was "hi" (typically > 600 mg/dl) on her meter. She noticed the tubing had disconnected at the luer lock. She was able to change the tubing and administer a bolus to reduce her blood glucose level. At the time of the call, her blood glucose was down to 175 mg/dl and she reported feeling much better. No medical attention was required. Product was requested to be returned for evaluation.